Event description:
In 2009, the lay pt alleged that he obtained inaccurately high readings of 485 and 475 mg/dl on the reported product. The pt claimed he was tested with another device greater than 30 mins apart from the lfs product; however, the other device name and result were unk. Lfs customer service noted that the pt denied having any symptoms or receiving treatment when he initially spoke with the lfs customer care advocate (cca). At about 8 days later, the pt contacted lfs and reported that he had not received his replacement product as expected. At that time, the pt told the cca he had spoken with his doctor about the above referenced elevated blood glucose readings prior to calling lfs. He said his doctor advised him to take 110 instead of 80 units of unidentified insulin. The pt claimed that he felt shaky at an unspecified time and his insulin dose was decreased to back to 80 units. The lfs cca noted that the replacement product has not been sent as intended after the pt's initial call to lfs. On the second call at about 8 days later, the cca arranged to send the replaced product overnight delivery. Tracking info indicates that the product was delivered in the next day of the second call. This complaint is reported because the pt claims that his physician advised him to take a higher dose of insulin based on inaccurately high readings on the lfs product. The pt alleges that he became shaky, a symptom that can be associated with hypoglycemia, afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.